Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. There are no other equivalent adverse events/incidents for these lot numbers existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and medical imaging received by endologix identified that there were abnormal blood loss, ischemia (due to large hematomas) and additional surgical procedures (fasciotomy) that resulted the day after the initial detour peripheral stent graft (psg) devices were implanted. These adverse events are likely procedure related. The ischemia/compartment syndrome is secondary to elevated compartment pressure within the muscle, rather than a vascular obstruction. The hematomas and compartment syndrome are procedure-related harms that may be associated with post-procedural bleeding or reperfusion injury, and a direct causation to the detour psg device is unlikely. No additional harms were identified. The final patient status was reported as discharged to home on postoperative day nine in stable condition with home health care. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text: device remains implanted.

Event description:
The patient was treated on (B)(6) 2026 for peripheral artery disease with the implant of five (5) detour torus system peripheral stent grafts. The next day the patient experienced right limb ischemia (compartment syndrome) due to large hematomas in deep and superficial posterior compartments; therefore, the patient was brought back to the operating room to have two additional surgical procedures to relieve the pressure. The physician performed a right leg four compartment fasciotomy on (B)(6) 2026 which was completed on (B)(6) 2026 with right leg fasciotomy washout, closure of right medial fasciotomy, partial closure of right lateral fasciotomy incision and wound vac placement.